Event description:
Reporter alleged discrepant blood glucose value of 300 mg/dl back to back with a result of 98 mg/dl when testing was performed 5 minutes apart on the advantage system. It was not reported whether any actions were taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.